Manufacturer narrative:
Two samples collected from the patient were provided for investigation. H3 other text : na.

Event description:
The initial reporter alleged that they received a false negative result for one patient sample tested with elecsys anti-hbc ii on a cobas pro sbl e 801. The patient was expected to have a positive anti-hbc result. The sample was reported to have an initial anti-hbc value of 2.85 coi (negative) when tested using the roche method. The sample was tested a second time with the roche method on a second analyzer and the anti-hbc result was 2.41 coi (negative). The sample was repeated on a vidas system, resulting in an anti-hbc value of 0.67 index (positive). In order to exclude a prozone effect, the customer diluted the sample 1:10 and 1:100 and then repeated it using the roche method. The anti-hbc result obtained with 1:10 dilution reportedly resulted in a value of 2.57 coi (negative) on (B)(6) 2023. The anti-hbc result obtained with 1:100 dilution resulted in a value of 2.56 coi (negative) on (B)(6) 2023.

Manufacturer narrative:
All control results were within specified ranges. Upon review of the alarm trace, no relevant alarms were observed. One sample provided for investigation was from 2021 and this showed reactive results for both biorad and diasorin anti-hbc methods. The second sample provided for investigation was from 2023 and showed non-reactive results with the biorad and diasorin methods. The investigation determined the issue was related to the patient sample. The elecsys anti-hbc reagent performs within specifications. The investigation did not identify a product issue.